Event description:
A healthcare professional ran the low control solution on the contour and received a result of 40mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New strips, meter and control were sent to the customer.